Event description:
The customer reported that the device displayed error code 10003 and the cycle power message/instruction upon power up during a pt code. The users switched to another defibrillator. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 10003 and the cycle power message/instruction upon power up during a pt code. The users switched to another defibrillator. There was no adverse pt impact. The customer replaced the data card which resolved this issue.